Event description:
This complaint is now reportable based on the analysis completed on 01/08/2008. During unpacking and prior to the stenting procedure, the wire obturator in the liberte stent could not be extracted from the stent. The mandrel was "stuck". There was no patient contact and no patient complications occurred. The procedure was completed with another of the same device. However, product analysis discovered the presence of a foreign material.

Manufacturer narrative:
The delivery device with the stent on the balloon was received with the product mandrel partially engaged in the lumen of the catheter. A shaft kink was observed on the shaft located 4.1 centimeters proximally from the distal tip. The location of the kink coincides with the location of the proximal end of the product mandrel prior to removal. Microscopic examination of the material surrounding the kink did not reveal any inherent material deficiencies that would have contributed to the kink. It could not be determined if the product mandrel removal difficulty contributed to the kink or if it was result of the shipping conditions while the device was being returned. The product mandrel was removed from the catheter with some resistance and damaged the distal bumper tip. The tip elongated, but did not separate. Visual examination of the product mandrel revealed an area where there appeared to be a foreign substance. The material was located on the mandrel just distal to the distal edge of the bumper tip prior to removal. It could not be determined if the material contributed to the removal difficulty. The product mandrel was sent to the material testing analysis and characterization lab (mtac) in an attempt to identify the substance. The test results were inconclusive in determining the makeup of the foreign material. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. A review and analysis of all the available information is insufficient to determine a potential root cause. Therefore, the root cause of the complaint will be considered undeterminable.